Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility medwatch report # (B)(4). 1st gi bleed admission reported in MFR # 2916596-2020-02941, 2nd gi bleed admission reported in MFR # 2916596-2018-02590, 3rd gi bleed admission reported in MFR #2916596-2020-02909, 5th gi bleed admission reported in MFR #2916596-2020-02924, 6th gi bleed admission reported in MFR #2916596-2020-02925. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
User facility medwatch report received that stated the patient presented to clinic with 4th gastrointestinal (gi) bleeding event requiring hospitalization, blood transfusions and endoscopic evaluation. Hemoglobin on admission 6.6 g/dl. International normalized ratio (inr) 2.0. Aspirin had not been prescribed since the first gi bleeding event. Five units of blood were transfused. Endoscopic evaluation included: esophagogastroduodenoscopy (egd) with normal findings; colonoscopy revealed blood in left colon, but source was not identified; capsule study failed to identify bleeding source. Heparin to coumadin bridge completed, however treatment is now targeting lower inr goal 1.5-1.9 to reduce bleeding risk.